Manufacturer narrative:
Zimmer biomet (B)(4). D10 ¿ medical products item #76-2602, lot # unk; ribfix blu 12 hole prebent plt. Item #76-2602, lot # unk; ribfix blu 12 hole prebent plt. Item #76-2602, lot # unk; ribfix blu 12 hole prebent plt. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a sternal procedure with 5 ribs plated anteriorly and the posterior rib fractures left untouched. The chest wall looked good at the end of the initial surgery. However, several days later the patient complained about popping and clicking. Patient denies any trauma to the site. The patient was rehospitalized and revised due to four fractured plates.

Event description:
It was further reported that the patient underwent a sternal procedure after presenting with posterior displaced fractures of the left 2-9 ribs and anterior 5-9. Patient also presented with several non-displaced rib fractures anterolaterally on the right side. The 5 left side ribs were plated posteriorly, and the anterior rib fractures left untouched. The chest wall looked good at the end of the initial surgery. However, several days later the patient complained about popping and clicking. Patient denies any trauma to the site. The patient was hospitalized and revised the next day due to four plates being fractured along the fracture lines on ribs 6-9 and a free-floating screw all detected on re-admission CT scan. The plates were still secured to the ribs.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h10, and h11.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h6, and h11.